Event description:
The customer's mother reported via phone call that the customer had a low event with a low blood glucose of 39 mg/dl. Customer was taken care of by the school nurse. Customer was treated with juice and glucose tabs. Customer's mother noticed that the pump delivered a bolus of 19.6 units but the customer did not deliver the bolus. Customer's mother thinks that the buttons were being pushed accidently or the pump was hacked. Customer's mother successfully uploaded to carelink. Customer will be sent a replacement belt clip. It was found that a key press of the act button and a pump stroke of bolus were detected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.